Event description:
Caller reported a malfunction on the pump with the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues arise again.